Event description:
It was reported to medtronic minimed that the customer alleged on the insulin pump screen was damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed, and the customer was reported on the screen damaged. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1886 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scuff marks on the left and right sides of the lcd window. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. After battery installation, a flashing medtronic logo display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. One of the lcd flex cables completely tore up. Plus there is some bleeding in the lcd screen underneath the scuff mark on the left edge of the lcd window. In summary, the customer¿s report of a damaged screen was confirmed during testing. The flashing medtronic logo display is due to a broken lcd flex cable. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.